Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect and use error, from the initial drain alarm setting being inappropriately programmed. A device history review was performed with no exceptions during manufacturing found. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation of the device is expected. A device history review was performed with no exceptions during manufacturing found. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice (hc) during use, during drain 1 of 2. The hp stated they only use two 3l bags. The hp stated they only used the hc a couple times a week but they had peritonitis four times (addressed a reported in separate complaints) and the doctor wants them to use the hc every day now. The tsr asked if they did a manual exchange yesterday. The hp stated yes, and they only drained out 17ml in the initial drain. The tsr asked the hp what they filled with. The hp stated the manual bag was 2l. The hp asked if that was why they had the high drain alarm. The tsr stated that may be the reason. The tsr asked the hp if they had symptoms right now. The hp stated they had pain in their right shoulder, and in their stomach. The tsr had the hp grab a manual bag and drain. The tsr asked the hp if the hc was on. The hp stated no, and turned the hc on. The tsr reviewed the therapy settings. The hp stated that they only drained 200ml with the manual bags. The tsr had the hp disconnect from the manual bags. The hp stated that they did not have the pain anymore. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd). The tsr asked the hp if they had the set. The hp stated they discarded it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she did not know about the alarm. She stated that as far as she knew, the patient did not have any recurrences of the alarm. The patient was recovering from the most recent peritonitis event.